Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pen needles 31g x 5mm cannula breaks off. The following information was provided by the initial reporter: the entire needle fell through the hub and remained at the pen side.

Manufacturer narrative:
H6: investigation summary: one open 31g x 5mm pen needle sample and three photos were returned from lot. No. 1251946, cat. No. 320129.visual examination was carried out on the returned sample and photos a broken patient end of cannula was observed. No manufacturing related issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ pen needles 31g x 5mm cannula breaks off. The following information was provided by the initial reporter: the entire needle fell through the hub and remained at the pen side.